Manufacturer narrative:
Calibration and qc have been within acceptable limits. The sample is being sent to bci for further evaluation.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a glucose result for a patient which gave suppressed result of <7 mg/dl. The result was not reported outside of the laboratory. The patient was redrawn the next day and gave a result of 14 mg/dl and a critical rerun result of 15 mg/dl. This result was reported outside of the laboratory. The fingerstick glucometer test gave a result of 85 mg/dl which was believed by the physician. There was no affect to patient treatment as a result of this event.